Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the popliteal artery. A 014/300 platinum plus¿ guidewire and a guide catheter crossed the lesion. When a contrast check was performed, it was then noted that the guidewire was damaged. The device was removed and it was noted that about 2cm of the distal tip was detached inside the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.